Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Ts discussed further troubleshooting and programming options. Additional information was received that this patient received another inappropriate shock and the patient was subsequently hospitalized. The device was tested with provocative maneuvers with noise being able to be reproduced in secondary and alternate vectors. The primary vector remained clean. The device was then programmed off and an x-ray was completed. The device remains implanted and deactivated in preparation for a transvenous system to be implanted. No additional adverse patient effects were reported.